Event description:
Recipient is reported to have fallen on the side of the implant after which hearing sensation with the device was lost. Reimplantation is considered but has not yet been scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have fallen on the side of the implant after which hearing sensation was lost. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported trauma might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Recipient is reported to have fallen on the side of the implant after which hearing sensation with the device was lost. Recipient has been reimplanted.